Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the cardiovascular diagnostic procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and identified a software failure in the suite pc. The analysis of system logfile showed a gap between the system startup and software reinstallation the fse proceeded to load software version 2.2.7. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system did not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.